Manufacturer narrative:
The reported event involved a cobas 8800 analyzer with serial number (B)(6). The investigation determined that there was no indication of a product-related issue with the cobas mpx assay or the cobas 8800 instruments involved in the testing. The most plausible explanation for the non-reactive nucleic acid test (nat) result of sample ID 9949019 is an hiv sample with a viral load potentially below the limit of detection (lod) of the assay. A review of the provided data, including quality control and system performance, confirmed that both instruments (sn (B)(6) and sn (B)(6)) and the assay lot (m07839) were functioning as intended. The positive and negative controls exhibited robust amplification curves, indicating proper pcr and sample preparation processes. However, the internal control (ic) of the replicate that generated the questioned non-reactive result showed a valid but weak amplification curve, which may suggest the presence of potential pcr inhibitors in the sample matrix. Additionally, the initial test that generated the reactive result displayed a weak hiv amplification curve, indicative of a low viral load. No trends or previously related investigations were identified for the assay lot in question. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a potential false negative result for hiv using the kit cobas 58/68/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. The customer reported a discrepancy in hiv results for a plasma sample (sample ID: (B)(6)) tested on two separate runs using the cobas 8800 instruments. On the first run, conducted on instrument sn (B)(6) with batch ID 15228, the result was reactive for hiv with a cycle threshold (CT) value of 35.65. On the second run, conducted on instrument sn (B)(6) with batch ID 215520, the result was non-reactive for hiv. The sample was received in a primary tube and loaded directly onto the instrument in both cases, with no indication of aliquoting prior to testing. No adverse events or patient harm were reported as a result of this discrepancy.